Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that that insulin pump had blank display. Customer stated that the insulin pump was in the pool and display did not return after the insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for the further analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product code information provided with initial report was incorrect. The correct information has been provided in d1/d2 section of this report.

Manufacturer narrative:
Retainer ring = black. Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. No unexpected blank displays were noted during testing. Attempt to upload using thus was successful. After visual inspection, there is corrosion in/around the following: terminal of the keypad flex cable; electrical board 1--j7, j6, j5; pcba2--j1, terminal of the lcd flex cable. After inserting a known good electrical board 1 and electrical board 2 into the original case, the sleep current measurement was within specs. After placing the original electrical board 2 onto a known good electrical board 1 and then into a known good case, the sleep current measurement measured within specifications, the same result occurred after placing a known good electrical board 2 onto the original electrical board 1 and then into a known good case. Finally after putting back the original electrical board 1 and electrical board 2 back together and then placing them into a known good case, the sleep current measurement went out of spec. In summary, the high sleep current measurement is due to the moisture damage on both electrical board 1 and electrical board 2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.